Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express bolus, and up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 54 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm after it has been exposed to moisture. Button error troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump would not turn on. Customer also reported to have experienced a low blood glucose of 54 mg/dl. Customer did not mention any form of treatment for the low blood glucose and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.